Manufacturer narrative:
Analysis was able to confirm the customers comment there was a deviation between the stylus and the cursor on the screen. It was also identified that upper left and right hinges were worn, the right cord bay and upper and lower bullets were broken/missing. The lower handle was broken, the cover plate keyboard was missing. The sliding rails left and right from the keyboard plate were cracked /broken. The upper frame from the keyboard was fractured, the left key board hinge was broken. The cover rear display latches were broken /cracked. There was a cut in the stylus cable and the overall shielding was visible, but the stylus was working correctly. The cooling fan was noisy. The lower hinge plate was broken. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was offset on screen and multiple attempts were made to calibrate but issue persisted. It was also noted that the display hinges no longer held the monitor in position and there was damage to the casing of the programmer. There was no patient involvement.